Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a health professional was questioning a shock the patient received. Upon interrogation, it was noted the patient¿s right ventricular (rv) lead exhibited oversensing, non-capture at max output, and pacing being withheld. The patient was symptomatic due to loss of capture while being pacing dependent. The rv lead was reprogrammed and capped/replaced hours later. No further patient complications have been reported as a result of this event.